Event description:
The customer's caregiver reported the customer's blood glucose meter would not turn on when a test strip was inserted into the port, and as a result, the customer was unable to test her blood glucose. The customer's caregiver also reported the customer was found laying on the floor, however, she was alert, conscious and verbally responsive with no evidence of injury from falling. The paramedics were called, checked the customer blood glucose level and received a reading of 62 mg/dl (unk meter). They administered oral glucose and unk intravenous fluids, and then transported the customer to a hospital where she was admitted and diagnosed with hypoglycemia. No further diabetes medical treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, the customer was able to successfully test their blood glucose level while on the telephone.